Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was not communicating with external devices. The patient had an unrelated surgery and did not put the ipg into surgery mode. As a result the ipg is inoperable and stimulation was lost. Troubleshooting was attempted without success. As a result, surgical intervention may occur at a later date.

Event description:
Additional information found the patient¿s ipg was explanted and replaced on 03aug2021 to resolve the issue. Effective therapy was established postop.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.